Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device had a damaged neuro-tip; the cutter buff was loaded incorrectly and grinding on the neuro-tip during the procedure. It is known that the device was being used during surgery and there was no pt injury reported; however, it is unk if there was medical intervention or surgical delay related to the event. No additional info available.